Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the additives became sticky and were adhering to the inner wall of the tube, with its color changing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "the additives became sticky and were adhering to the inner wall of the tube, with its color changing."

Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and revealed embedded foreign matter in the sidewall of the tube. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.